Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was no longer holding its charge as confirmed by the physician. The patient underwent a revision procedure wherein the spectra ipg was replaced with ipg wavewriter alpha. The patient was doing well postoperatively and explanted ipg will not be returned.